Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: can not determine. Source: phone.

Event description:
Customer reporting discordant sars result. Customer states they tested positive in the morning with the first test and negative in the afternoon with the second test. They state this occurred with 2 boxes worth of tests. No confirmation testing performed. Report 1 of 2.